Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the q1 transistor was shorted in the battery circuit on the bedside board. The cause of the strange sound and inability to charge the batteries is the shorted q1 transistor/ the q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The pt received a replacement charger/modem.

Event description:
During servicing of a (B)(6) male patient's charger/modem which was returned for an unrelated issue, a reportable problem was discovered. The charger/modem was drawing excessive current. The pt was provided with a replacement charger/modem.